Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reported via phone call that they experienced high blood glucose level of 344 mg/dl. The customer was treated with insulin pump and manual injection. Customer's blood glucose value was 454 mg/dl at the time of the call. Caller reported that the high blood glucose levels began on (B)(6) 2018 and blood glucose reading was between 200 mg/dl to 595 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Caller also reported that the insulin pump had an off no power and motor communications alarm and they were unable to clear the alarm. Customer had a low blood glucose of 67 mg/dl prior to the insulin pump alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.